Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos, rtos, and the hard drive were replaced and the transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save patient images. There was no patient injury or death reported.